Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned with the microcatheter for evaluation. The returned guide wire was inserted in the microcatheter and approximately 3mm of the wire tip was out of the catheter tip. The catheter tip was bent in the distal segment and bulged at approximately 4mm from the tip end. The guide wire tip out of the catheter tip was three-dimensionally deformed. X-ray observation found that the coil wire of the guide wire was elongated from the bulge of the catheter tip through the mid solder of the guide wire. To further observe the guide wire, the guide wire was pulled out of the catheter. The removed guide wire had its polymer jacket split at approximately 7mm from the wire tip and the underlying inner coil wire was exposed. The polymer jacket and the coil wire were removed to observe the inner coil wire. The inner coil wire was severely twisted and the fine wires composing the inner coil wire were found fractured. Necking was observed on each fracture end of the fine wires. The fine wires were unraveled to further observe the core wire. The core wire was found fractured at approximately 7mm from the tip. Observation by scanning electron microscope found twisting and necking of the core fracture end. Helical marks were observed on the core shaft. The fracture surface of the core wire showed dimples. These findings suggested that torsion as well as tensile stress had contributed to the fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending, torsional, and tensile stress was applied on the guide wire while the wire tip was being trapped in the severely calcified cto. When the applied stress exceeded the product's design limit, it caused the core wire to fracture. The inner coil wire was wrenched off by torsion that was likely applied after the core wire fracture occurred. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720¿) in the same direction; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a severely calcified chronic total occlusion (cto) in the left popliteal artery. Three guide wires were used with an asahi microcatheter in attempts to cross the cto but the attempts failed. An asahi guide wire was then advanced to the cto when it formed a loop in the lesion. Wire manipulation was continued, however, the guide wire became stuck with the microcatheter. The guide wire was removed with the microcatheter. A new guide wire as replaced to resume the procedure. Plain old balloon angioplasty was performed at the cto and the blood flow was successfully reestablished. There were no adverse patient effects related to this event.